Event description:
The patient called to report blood glucose levels as high as 300 mg/dl. The patient stated that she had to give herself a manual injection to treat. Troubleshooting was performed, and the insulin pump programming was correct. The insulin pump passed the prime test, but failed the high pressure test twice. Advised the patient that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.